Event description:
It was reported, that the device had to be explanted due to acute mastoiditis and otitis media in 2006, quick test was positive confirming the diagnosis of bacterial meningitis, either through the cochlea or via blood vessels.